Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that during insertion, the needle hub cracked and broke in half. There were no reported patient complications.